Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported a problem with the stimulator. The patient had it on all day and it felt like it would turn off so the patient had to "pull it out" and "reset it" and turn it back on. The patient just had the stimulator programmed for sitting, lying down, and standing, and the issue may have been something with the programming. The patient's relevant medical history included spinal pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that no steps had been taken to resolve the issue. The patient stated that it might be the batteries which they changed and recharged the implantable neurostimulator (ins). They noted that this worked ok for a while but then they tried it again and after a few hours it felt like the device was off again. The patient indicated they restarted it and it worked for a while. They thought they were getting used to the feeling but ¿I think it just cut off". The patient was frustrated with the issue and was not happy. If additional information is received, a follow-up report will be sent.